Event description:
It was reported that during an implant procedure, noise appeared during pocket manipulation, with oversensing, pacing inhibition and asystole of less than two seconds. Boston scientific technical services (ts) was contacted, and ts informed that it seemed like air trapped in the device header, and that the noise was clearly intermittent and non-physiological. The physician attempted to reconnect the lead to the device, but noise reappeared as the pocket was being closed. Ts recommended monitoring for a day to wait for the air to clear the header. The physician elected to use a different device, which resolved the issue, and the attempted device was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, noise appeared during pocket manipulation, with oversensing, pacing inhibition and asystole of less than two seconds. Boston scientific technical services (ts) was contacted, and ts informed that it seemed like air trapped in the device header, and that the noise was clearly intermittent and non-physiological. The physician attempted to reconnect the lead to the device, but noise reappeared as the pocket was being closed. Ts recommended monitoring for a day to wait for the air to clear the header. The physician elected to use a different device, which resolved the issue, and the attempted device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.